Manufacturer narrative:
B5: the reporter stated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens with a, -7.0/2.0/114 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged due to low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "patient is happy." Claim# (B)(4).

Event description:
Reportedly, "unsterile."

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Initial medwatch submission: b1 should have been 'product problem (malfunction)' b2 is not applicable first supplemental medwatch submission: b1: adverse event b2: required intervention to prevent permanent impairment/damage claim# (B)(4).